Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the picture showed the stopcock of the drain bag was disconnected. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one hour after starting treatment with a prismaflex (B)(4) set, an external fluid leak was observed which was due to a separated drain bag stopcock. There was no report of patient injury or medical intervention associated with this event. No additional information is available.